Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid procedure, a circular stapler was used to create an anastomosis. After the anastomosis was completed, the surgeon attempted to disengage and remove the stapler; however, the top had flipped and the head of the stapler did not easily disengage from above the anastomosis. The surgeon advanced the stapler as instructed but continued to experience difficulty removing it. Additional manipulation and pressure were applied to the newly created anastomosis to disengage the device. The situation was described as stressful, as there was concern that the anastomosis might need to be revised or redone, and diversion was considered as a potential option. There was no patient injury.